Manufacturer narrative:
(B)(4). The follow-up medwatch report indicates: physio-control evaluated the device and verified the reported failure. It was observed that the internal hlc batteries were completely drained; however, the cause of the drained hlc batteries could not be determined. The device download showed excessive on-time for the device, which likely led to the reported power failure. The customer received a replacement device. The follow-up medwatch report should indicate: physio-control evaluated the device and verified the reported issue. It was observed that the internal hlc batteries were completely drained. The device download showed excessive on-time for the device. The customer confirmed that the storage method of the device caused the on/off button to be activated inadvertently, which led to the depletion of the internal hlc batteries. The customer received a replacement device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the internal hlc batteries were completely drained; however, the cause of the drained hlc batteries could not be determined. The device download showed excessive on-time for the device, which likely led to the reported power failure. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and the charge-pak). This is an indication that the device would likely not have sufficient power for defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.